Event description:
It was reported that a peritoneal dialysis (pd) transfer set was difficult to disconnect from the from the drain bag of the cycler drainage set. This occurred when attempting to disconnect the transfer set from the drain bag after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.